Event description:
Nurse went to hook patient up to peripheral IV(piv) for infusion. The port on the end of the piv was found to be open. It was changed to a new port cap. The old one was bagged and biomed called.